Event description:
It was reported that during ICD change-out, after connecting the left ventricular lead to the header, impedance and sensing could not be measured. The lead was disconnected and measurements were made with psa. During a second attempt to reconnect the lead, the set screw would could not be tightened. Device was not implanted.

Manufacturer narrative:
The reported impedance measurement anomaly was confirmed in the laboratory via review of measurement trends. The reported set screw anomaly was confirmed in the laboratory and was due to silicone found inside of the set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity. The device was tested on the bench as well as using automated test equipment and no anomaly was found.